Manufacturer narrative:
Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2025, this patient underwent endovascular treatment for a right common iliac artery stenosis (calcified lesion) using gore® viabahn® vbx balloon expandable endoprosthesis (vbx device). The vbx device was delivered by contralateral approach, and deployment was initiated at the target site. When the balloon of the vbx device was dilated to the nominal pressure, the balloon ruptured. No migration or adverse event occurred as the stent graft had already been expanded to the nominal diameter. The patient tolerated the procedure.

Manufacturer narrative:
Emdr section h6, codes c19, d15 and d1002 updated to reflect results of investigation / product evaluation. Product evaluation summary: the engineering evaluation report details observations made directly on the returned device in addition to device photos captured during evaluation. The failure mode of difficulty with withdrawal through the introducer sheath could not be confirmed with the device as returned. The failure mode of a balloon rupture is confirmed due to the longitudinal tear observed in the balloon and balloon cover, in the same area of the delivery system. The root cause of the balloon rupture could not be confirmed. An attempt at replicating the incident to further understand the failure was not pursued because the state of the device is no longer representative of how it would have been received by the user. Based on supplier controls, in-process inspections, and the available complaint information, a root cause cannot be established.